Event description:
The tubing was not removed from the vendor packaging before attaching the filter. Data received from anesthesiologist on (B)(6) 2013 indicates a circuit was used on a middle-aged male for a simple hernia repair. Initial intubation was done with ease; however, there was a problem with no end-tidal co2. The et tube was removed and replaced with the same issue. Circuit was disconnected and patient was ventilated with respiratory bag and oxygen for maintenance. While disconnecting the breathing circuit to inspect the machine, a piece of plastic fell to the floor when the expiratory limb was removed. Physician realized the breathing filters had been attached to the end of the circuit while the circuit was still in the plastic bag, resulting in a layer of plastic between the end of the circuit and the filter. The procedure then continued to the end. Inventory was checked and affected product removed from shelves

Manufacturer narrative:
Sample received and visual evaluation confirmed the plastic bag on the breathing circuit was left on and the end piece was added over the plastic bag. The assembly practice caused the reported defect. The assembly team failed to follow the special instructions when assembling this circuit. The assembly teams were trained on proper attachment of devices. Orders require quality inspection for correct attachment verification. The special instructions have been updated to be very clear in the instructions. Catalog numbers have been flagged to include assembly in the image and work aids have been created for assemblers.